Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30560000m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During the procedure, when pace mapping by right ventricular outflow tract (rvot) and ablation catheter was moved, it was confirmed that blood pressure was become low. Pericardial effusion was confirmed by surface echo and drainage was performed. The procedure was completed after drainage. Cardiac tamponade. The patient was conscious and blood pressure returned to normal after drainage. The physician commented that the attending physician considered that the contact force was considerably high when the ablation catheter was being moved around the rvot, so it might be at that timing. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was procedure related. The physician considered that cardiac tamponade might have occurred at the right ventricular outflow tract because the contact force was considerably high when the ablation catheter was manipulated at the right ventricular outflow tract. Patient outcome of the adverse event was fully recovered. It was not reported that there was extended hospitalization was required. Atrial septal puncture was not required because of ablation of the right ventricular outflow tract. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. It was not reported that inappropriate use was conducted without instructions for use. The adverse event was life threatening. It might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The force high issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.